Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1722904, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) plug stuck out of the skin. So the physician hydrated the sealant and removed that part.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) plug stuck out of the skin. Therefore, the physician hydrated the sealant and removed that part. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and the syringe were not returned. The advancer tube was found inside of the shuttle cartridge tubing. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. Visual inspection at high magnification observed the sealant was in its manufactured position, protruding out from side slit of the shuttle cartridge. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. A review of the manufacturing documentation associated with lot f1722904 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿sealant misdeployment¿ was not confirmed due to the condition in which the unit was received for analysis. The condition of the returned device does not match the description of the incident. Multiple attempts to clarify the discrepancies were unsuccessful. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.